Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported an error when recording treatment.

Manufacturer narrative:
The customer reported an error when recording treatment. The customer informed that a patient had not been treated on (B)(6) 2022. On (B)(6) 2022 there were multiple disconnections and the treatment was recorded manually. One arch was recorded on (B)(6) 2022 and the other on (B)(6) 2022 . It was ascertained from the audit logs that there was no indication that two fields (arc1 and arc2) were treated as the customer had advised. On (B)(6) 2022 field arc2 had been treated and recorded. There was no indication from the audit logs that arc1 was treated but the customer manually recorded it for this date. Elekta recommend that the customer contact the linac supplier (B)(4) in order for them to review their logs for (B)(6) 2022 to confirm that field arc1 for this patient was treated since the customer has manually recorded this. Mosaiq is working as designed and intended.